Event description:
It was noted at a device changeout on (B)(6) 2011 that this lv lead was connected to a y adapter with another lv lead turning them into a bipolar lv system. This lead is the "distal tip" in the y adapter. Thresholds significantly better through the "ring." This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)